Event description:
Pt's initial: (B)(6). Date of awareness: 01/22/2024. Provider rems ID: (B)(6). Reporter: provider. Hospitalization start date: na. Hospitalization end date: na. Date of death: n/a. Causality: unknown. A 72 yo female on ambrisentan and IV epoprostenol for pah(pulmonary arterial hypertension). Upon routine chart review, provider noted patient presented at ed (B)(6) 2024 for hickman catheter malfunction replaced by PICC line and discharged home in stable condition. Patient presented at ed (B)(6) 2024 c/o PICC(peripherraly inserted central catheter) line issue, rn changed cap on PICC line and flushed appropriately. Patient requested to leave without being seen or checked by a doctor. No change in pah medications noted. Ref report: mw5150703.